Manufacturer narrative:
The device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during a routine follow-up, the device was showing premature battery depletion. Twelve months ago it was showing 3.5 years remaining, and during the most recent check, the device was showing 7 months remaining. Additional information received on (B)(6) 2019 indicated that after the clinical team assessed the patient, it was decided that it was best not to intervene given the patient's medical issues.

Manufacturer narrative:
The device remains implanted and in service. This report will be updated as soon as the analysis is complete.

Event description:
It was reported during a routine follow-up, the device was showing premature battery depletion. Twelve months ago it was showing 3.5 years remaining, and today it was showing 7 months remaining. Technical services is requesting "save to disk" to review the data from the device to determine what the next steps will be to resolve this issue. There were no adverse patient effects reported.